Event description:
The hospital reported to a teleflex medical sales representative, a chest tube disconnected from the device unit. This condition occurred when hospital staff "milked" chest tube after surgery in ICU. The staff reconnected device at connector site. A time later, the patient "crashed", was defibrillated and stabilized. The device again became disconnected during this event and reconnected to the stabilized patient. The facility is not alleging that the disconnect was responsible for this event.

Manufacturer narrative:
The device has been requested for evaluation but is not available. The facility stated they are returning an unused device from same lot number for investigation. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.